Manufacturer narrative:
A spacelabs healthcare technical support representative advised the customer, a biomedical engineer, how to reset their xhibit central station. The customer confirmed that the system reset resolved the reported issue. A spacelabs healthcare product support specialist received and evaluated the event log from the customer¿s system, and it was found that the system did generate error messages on the date of the reported issue; however, the exact message could not be determined. A spacelabs healthcare complaint specialist attempted to contact the customer to gather additional information on the reported issue. A spacelabs healthcare complaint specialist attempted to gather additional information on the reported issue but was unable to be reached after numerous attempts. A review of the customer¿s complaint history was conducted and it was found that there have been no additional reports involving error messages with their xhibit central station.

Event description:
Biomed reports loss of telemetry monitoring occurred at the central monitor. No injury was reported as a result of this event.